Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent low glucose episodes while using the ilet and sought review of her reports, noting repeated need to treat with food and associated weight gain; education was provided on announcing snacks and additional training was scheduled. Symptoms included hypoglycemia. Outcomes included oral glucose treatment with self-management at home. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.